Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and kept falling out of the pump. Customer received a replacement tandem usb cable and the pump charged successfully. There was no reported impact to the customer's blood glucose level.